Manufacturer narrative:
The insulin pump had intermittent button response on two of the keys due to corroded keypad traces. No unexpected restart alarm occurred during testing; the pump passed the unexpected restart error test and the self test. There were no motor error or excessive no delivery alarms as well. The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The motor was tested outside of the device and passed. The following physical damage was also noted: minor scratches on the lcd window, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error, and when she changed the reservoir and the battery she received an unexpected restart alarm. The customer was unable to clear the motor error due to an unresponsive keypad. The patient's blood glucose at the time of incident is unknown. Troubleshooting could not be initiated for the motor error or unexpected restart due to the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.